Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
It was reported that a lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead, in order to upgrade to crt-p system. Spectranetics lead locking devices were placed in both leads. They began with attempt to remove rv lead first using a cook evolution 9f device but progression stalled at the subclavian vein. They then switched their extraction attempt to ra lead but stalled in the same area. They then switched efforts back to the rv lead with use of 9f device and progressed to the superior vena cava (svc) but progression then stalled. They switched to the ra lead again and were able to pass through svc but could not remove tip of the ra lead. The patient's blood pressure dropped slightly but recovered using pressors to stabilize the patient. They then changed effort again to removal of the rv lead using a spectranetics 14f glidelight laser sheath. They could remove rv lead successfully with counter traction. However, it was difficult to pull the rv lead through the glidelight device, as the lead became stuck within the glidelight device (please see MDR #1721279-2019-00150 which captures this event). They then lased for one(1) second and completely removed the rv lead/lld and the glidelight device. The patient's blood pressure dropped again at this time, and an effusion was noticed along with cardiac tamponade. Rescue efforts began immediately, including CPR and sternotomy. A tear was discovered in the ra and was repaired successfully. There was an attempt made to remove the ra lead using a 14f glidelight device; however the attempt was unsuccessful as the lead reportedly broke away from the electrode due to traction forces. The tip of the ra lead was ultimately removed surgically. The patient survived the procedure and was transferred to ICU with an intra-aortic balloon pump. This report is being submitted to capture the lld which was used as a traction platform within the ra lead. It was reported that the ra lead broke as a result of traction forces and may have also caused or contributed to the ra perforation.